Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implant procedure. During the lead reposition procedure the atrial pin could not get back into the header of the implantable pulse generator (ipg). The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.